Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted in august 2020, according to his mother, he had a good hearing performance with the device, even without having developed speech. He did not have his device fitted for a year. About three months ago, the recipient told his speech therapist that his audio processor was not functioning. During in situ measurements the recipient did not feel pain and/or hearing anything. However, when the audio processor was in live mode on map22, he reported pain in the neck region, without sound perception. Further medical intervention is considered.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing satisfactory benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Furthermore, the reported painful sensation was likely caused by extracochlear stimulation due to the migrated channels. Re-implantation is planned in (B)(6) 2024.

Event description:
The recipient was implanted in (B)(6) 2020, according to his mother, he had a good hearing performance with the device, even without having developed speech. He did not have his device fitted for a year. About three months ago, the recipient told his speech therapist that his audio processor was not functioning. Explantation is planned for (B)(6) 2024.